Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00719. The patient's (B)(6) scs system includes two leads from different lots. It was reported the patient was involved in an automobile accident and since that time, her stimulation coverage had changed. Reprogramming was performed in an effort to recapture effective coverage. Surgical intervention was subsequently undertaken to replace the patient's leads as it was found they had migrated. The physician reported difficulty implanting the new leads and indicated their final placement was not ideal. The patient complained of discomfort following the procedure. The physician suspects this was due to nerve root irritation which may have occurred during the implant procedure. The patient is reportedly receiving stimulation in her target areas (both feet and ankles). Her condition will continue to be monitored. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.